Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient indicated its taking too long to charge her implant. Reports now it's taking 2 hours to charge whereas before, after her implant, the charging was less. Caller reports patient charges once a week, she would let her ins drain to almost empty and then patient will charge her implant. Reports after charging her implant, patient would then charge her controller. Caller reports when patient is charging she sees excellent and speed of 4. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated. On 2019-nov-04, initial reporter (rep): no new information.